Manufacturer narrative:
The technician found the ground screw on the power cord could not be tightened. The technician replaced the power cord to repair the bed.

Event description:
While performing an electrical safety test, the technician found the bed has high ground resistance.